Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On 02/04/2021, it was reported that during a monarch-assisted bronchoscopy procedure the patient was observed to have a pneumothorax. A chest tube was placed and the patient was hospitalized. The pneumothorax resolved and the patient was released from the hospital two days after being admitted. It was reported that the patient is doing well.